Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient exchanged controller due to a pump stoppage event. No further information was provided. The pump stoppage event is covered under MFR number:2916596-2020-00916.

Manufacturer narrative:
Additional information. Section g3: correction. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Incidental findings: dim pump running leds; an early stage of conductor breakdown in both power cables. Manufacturer's investigation conclusion: the reported event of pump stoppages and low speed alarms was confirmed based on the information contained in the log file. The data log file was successfully retrieved from the returned system controller serial number (B)(6) and contained events recorded from (B)(6) to (B)(6) 2020 where numerous speed reductions (including 0 rpm) were recorded while the system was powered by a mpu. The information recorded on (B)(6) 10:31 pm revealed that the driveline was briefly disconnected and reconnected. The system controller was functionally tested while connected to the laboratory equipment and the pump stoppages captured in the log file were not able to be reproduced. The investigation was unable to identify a correlation between the returned system controller and the atypical events captured in the log file. No further information was provided. The manufacturer is closing the file on this event."